Manufacturer narrative:
Tip 1: cavi 2; tip 2 and 3: cavi 1; all 3 tips are broken at the tip. Missing parts not received for investigation. According to visual inspection:no smooth breakage; breakage due to thermal influence; misuse.

Manufacturer narrative:
Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a customer reported that three eddy irrigation tips broke during use on one patient. The broken part was removed and treatment concluded.